Manufacturer narrative:
D10 - date returned to MFR - 1/22/2020 h10 - one used list# 142550428, plumset 0.2 fltr clv ysite 104in ndehp, lot # unknown, was received for evaluation. As received, the plumset was inspected and the filters were found to be saturated with prior infusate solution. No other anomalies were found, including no evidence of cracks on the filter as noted in the complaint. The received plumset was hydrostatic pressure leak tested per product specifications and the inlet and outlet filters leaked. The complaint can be confirmed. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the vent material due to infusate interactions. The complaint of cracking could not be confirmed. No device history review (DHR) conducted since no lot number was identified. Additional information can be found in section d10.

Manufacturer narrative:
It is unknown if the device will be returning for evaluation. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date and involved a primary plumset that leaked chemotherapy. It was reported that a small drop of chemotherapy leaked at the filter of the tubing set within the first hour of an infusion of a mixture of vincristine, doxorubicin, etoposide. The filter was noted to have a spider crack in it. There was minimal contact with the patent reported. The patient was washed and clothing was changed. The chemo spill was cleaned up per hospital policy. There was no blood loss or bleed back. The medication was reported to be replaced. There is no report of adverse event. This report reflects 1 of 3 incidents reported for the patient.